Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). E1.initial reporter facility name:(B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while collecting one blood sample using bd vacutainer® 9nc 0.109m 2.7 ml, the stopper is too hard making it difficult to penetrate. There was no health impact or consequences reported.

Event description:
It was reported while collecting one blood sample using bd vacutainer® 9nc 0.109m 2.7 ml, the stopper is too hard making it difficult to penetrate. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received 1 sample and 1 photo for investigation. Upon evaluation of the photo, no evidence of stopper abnormalities that could cause difficulty in piercing was observed. The returned sample was functionally tested, and no difficulty occurred in piercing the stopper; the tube filled as expected. Additionally, functional testing was performed on 20 retained samples, and no difficulties were encountered in piercing the stopper. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode incorrect stopper formulation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.